Manufacturer narrative:
Cadd administration sets was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and delamination was found in one join of the filter with the tube. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions and a leak was observed fleeing from the air vent of the filter in the sample. The customer's reported problem was confirmed. In order to perform a complete root cause analysis of this failure mode, and investigation was open and production personnel were notified by quality engineer as awareness of the defect reported by the customer. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking at the filter connection with extension line was noted. It was reported that the leaking was noted 24 hours after use. According to the report, the leaking set was disconnected, and a new sets was prepared. No patient consequences were reported. No adverse effects were reported.